Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device passed the quality inspection review in manufacturing. The exact cause of the event of splitting of the teflon pad could not be exclusively identified. It is likely that the distal end of the tissue pad was worn away because the customer performed "seal & cut" while grasping nothing (including the case the user kept activating after cutting tissue). The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Customer returned four used devices for three events involving three patients. Based on the paperwork sent with the devices the association of device, event, and patient could not be determined. Three of the devices have reportable malfunction and three medwatches are submitted representing them. Patient identifiers of the three medwathes are (B)(6). This medwatch is for patient identifier (B)(6). Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. User complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up . The ptfe pad (teflon pad) was inspected and found it is partially split and suspected to be torn/lost. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement has no movement due to a large amount of tissue build up. The consistency of movement of the handle and jaw is tight. The handle load is heavy. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during an unknown procedure the teflon pad of the device was worn. There is no reported patient harm or adverse impact.